Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 694765-lead; implanted on: (B)(6) 2010; 419688-lead, 5076-52-lead; implanted on: (B)(6) 2012; dtbb1d1-bi-ventricular defib; implanted on: (B)(6) 2016; heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4); mfg date: 2016-02-28; (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31, UDI #: (B)(4); mfg date: 2016-03-31; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient observed multiple power switching events with intermittent beeping. The site further noted that the patient had critical battery alarms as well as a brief loss of power to the controller. A manufacturer representative performed power source lubrication on the batteries and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation; while the two batteries were not returned. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4) and several momentary disconnections involving both of the reported batteries. Analysis of alarm log files revealed two critical battery alarms due to communication errors involving the two reported batteries. Analysis of event log files revealed one controller power-up event on 02jun2018 at 04:30:03. The data point prior to the controller power up, logged at 04:18:23, revealed that (B)(4) was connected to power port one with 39% relative state of charge (rsoc) and (B)(4) was connected to power port two with 25% rsoc. The data point after the controller power up event, logged at 04:30:39, revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for fourteen seconds. As a result, the reported events were confirmed. A power source lubrication procedure was performed on (B)(4) in accordance with the requirements under (B)(4) on 13jun2018 to mitigate the reported conditions and the battery remains in use. The most likely root cause of reported "power switching and beeps" events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of reported critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate controllers losing power and implement corrective actions as required. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h6, h10 product event summary: the controller was returned for evaluation. Two (2) batteries (B)(4), (B)(4) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported events. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4) as well as a premature power switching event due to communication error. Several momentary disconnections that did not lead to premature power switching were also observed involving (B)(4) and (B)(4). Momentary disconnection will result in an audible tone or "beep." Analysis of alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(4) and (B)(4).. Analysis of event log files revealed controller one power-up event on (B)(6) 2018 at 04:30:03. The controller was without power for 14 seconds. As a result, the reported events were confirmed. The most likely root cause of reported premature power switching event can be attributed to momentary disconnections and communication error between the controller and batteries. However, the most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of reported critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.